Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that excess interface servers were down. A technical support specialist coordinated with the iest team, deployed the interface services utility, restarted services and the server, and worked with the active directory team and es teams to clear the database and restore message flow to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server system excess interface servers were down. The customer stated that this malfunction affected the patient care workflow. There were no adverse events or injuries reported based on this event.